Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 7 pack was broken. The following information was provided by the initial reporter: the patient came to hospital to issue a box of needles for disposable injection pens due to diabetes. After returning home, patient directly conducted the injection operation, and found that the injection needle fell off, and failed to complete the injection.

Event description:
It was reported that pen needle 31gx5mm 7 pack was broken. The following information was provided by the initial reporter: the patient came to hospital to issue a box of needles for disposable injection pens due to diabetes. After returning home, patient directly conducted the injection operation and found that the injection needle fell off and failed to complete the injection.

Manufacturer narrative:
Investigation: reviewed lot#9283918 DHR and manufacturing records and no abnormality was found. Inspected 7pcs retention parts cannula adhesive appearance and cannula pull force. All results passed. Investigating the feedback information which showing the patient failed to install the needle properly before the injection, and the doctor instructed him to install it later. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.